Event description:
Catheter was being used without a guidewire to cross the aortic valve for a left ventilator injection. The catheter had been kinked by the physician, but was being used for the injection anyway. During the injection, a sidehole blew out. Upon attempting to remove the catheter, the tip tore off in the sheath and was removed without intervention. There was no reported injury to the pt.